Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. No pressure issues were noted during testing, and the scope successfully passed the water dunk test. Additionally, as noted in b5, the device had experienced an insufficient reprocessing as debris was later discovered in the suction channel. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during receipt inspection on her olympus evis exera ii ultrasound gastrovideoscope, a pressure issue was noted. According to the initial reporter, the pressure port was noting a high pressure when connector to the reprocessing unit. This event had no patient involvement. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing as debris was found in the suction channel of the scope. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and there was no deformation noted with the nozzle. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.